Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:during investigation black box verified that fully charged replacement batteries were not being used. Battery compartment was cracked from threads to case seal. No corrosion in the battery compartment. Battery cap threads were stripped. Unable to use cap. Test cap was used to complete investigation. Battery cap measurements were within specification. All current readings were within normal specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.